Event description:
An additional medical intervention was required to stop the bleeding. In the elective shunt surgery of a normal pressure hydrocephalus (nph) patient, when making a trepane hole, the drill did not stop, but sank into the soft tissue breaking the dura and damaging the surface of the brain parenchyma. The area was cleaned up and the leaks were quickly stopped the operation was completed as planned. No patient harm. The patient underwent a computed tomography (CT) scan of the head with no complication and woke up asumptomatic.

Manufacturer narrative:
Correction: h6 codes. Update: b1 & b2 - serious injury added. B5 - description. Investigation: the investigation was carried out visually with the digital-cameral. We made a visual inspection of the product and no deviation could be detected. Additionally, the products were sent to the aesculap technical service (ats) for further analysis. Based on the analysis of the technical employees we can exclude an error of the product. The investigator as well as the technical employee did not find any troubles. Therefore, the product is within specifications. Batch history review - the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures / preventive measures: no deviation could be detected and the cause cannot be determined. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
This is a similar device report, a similar device of the reported device was sold to us. The reported device is not marketed in the us. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with te563 - spare cutter f/gb304r/gb305r/gb308r. According to the complaint description, the spare cutter did not stop, but perforated dura, and penetrated to brain tissue. Surgeon was able to stop the bleeding, and no observable damage was caused to patient. There was no described patient harm. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).